Event description:
A healthcare worker experienced white spots on her skin of her fingers after removing items from a load after a completed cycle. The worker did not seek medical attention and her symptoms resolved within a few hours. The vaporizer plate was in place.